Event description:
It was reported that the cadd pump displayed a red screen warning with three symbols indicating a high alert. The message read: "lost power occurred while pump is running." Troubleshooting steps were taken, including replacing all batteries; however, the beeping and warning reoccurred. The warning was acknowledged and cleared following the manual instructions, but it continued to appear, causing the pump to stop operating. The product fault occurred upon power on in the hospital. There was no patient involvement.

Manufacturer narrative:
Received one device. Customer concern confirmed through motor and occlusion testing. Concern address by replacing the camflex sensor, in additional to the downstream occlusion sensor (dso) seal that was delaminated. Performed sensor calibration. Performed performance verification tests (pvt), unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.